Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012, she experienced a blood glucose (bg) of 502 mg/dl with thirst, nausea, and fatigue. The patient noted that she had been having issues cycling the cartridges from the current box she was using, noting that the plunger is very difficult to push. The patient alleged that this issue with the cartridges contributed to the reported bg excursion. The patient stated that she opened a new box of cartridges and did not have any difficulty cycling cartridges from the new box. The patient reportedly changed the site, set, and cartridge and her bg improved. The patient decline to review the pump, stating that the issue resolved when she switched to a different lot of cartridges. This complaint is being reported because the patient alleged that difficulty in cycling cartridges contributed to hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2013 - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.